Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and found a warped connector with bubbled and heavy charring. The fill valve showed signs of the plastic wrapping and the connector broke off when removing the cable connector. The cause was the circuit board in the fill valve shorted out and heat/spark took the path of less resistant causing sparks to exit from side of connector on fill valve. The cable was tested for conductivity and all three were reading with no open load. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius dry acid mixer was not filing properly. Technical support instructed biomed to restart the mixer and the mixer started to fill. Biomed then found the mixer to be stuck in the final fill mode. The mixer was full of fluid. Biomed had found a burned fill valve and fill valve cable. Upon follow up with biomed, the burned parts were noticed during cleaning the night before due to a burned smell. There was no patient involvement. The fill valve and cable were the original fresenius parts on the mixer. The biomed reported that there was charring around the fill valve and cable. The biomed has replacement fill valve and cable on order. The unit has not been returned to service at the user facility. The original fill valve and cable are available to be returned to the manufacturer for physical evaluation.